Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported of leakage at the wings with cyto, founds a hole at the wings. Visible hole/fracture outside the patient. Patient is ok. No other information provided, at this time.

Event description:
It was reported of leakage at the wings with cyto, founds a hole at the wings. Visible hole/fracture outside the patient. Patient is ok. No other information provided, at this time. Additional information was received for this event as part of a focus survey. The following additional detail was provided: total length of catheter is 43cm. Inserted in the brachial vein. 2cm exit site markings, because this was the optimal placement verifying with sherlock 3cg. Nacl used to lock the catheter. Statlock used, PICC dressed straight along patient's arm. PICC used for oncology treatment: oxaliplatin, fluorouracil. No backflow. They solve the problem with actilys. Break was external at the wings 90 days after insertion. Chlorhexidine solution 5mg/ml 100ml used to clean catheter site.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.